Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had several motor error alarms on their insulin pump. Customer also stated their escape button was not functional. Customer also reported receiving a weak signal alert. Customer's blood glucose was 130 mg/dl. It was also found the customer had a unexpected re-intitialization alarm on their insulin pump after inserting a new sensor. Customer's sensor will be replaced. No additional information provided.